Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had a shock for ventricular tachycardia (vt). Additionally, there was a few beats being undersensed then noise was seen. Technical services (ts) was consulted to review device data. Ts reviewed and confirmed it was normal device operation. However, four days prior ts observed the patient receiving one inappropriate shock due to oversensing of noise and a change in morphology. Ts discussed programming and troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.